Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369. PMA / 510(k)#: k122558. Investigation summary: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. No evidence (sample, photo, or analysis report) was provided therefore no conclusion could be made to confirm the reported condition. The complaint is recorded for trending purposes.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein safety device would not trigger properly and cracked when placing it on the syringe. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "a syringe had not triggered properly at the doctor's. According to the doctor, he tried to place the syringe, then a part of the syringe cracked."